Event description:
It was reported that during an unk procedure, prior to use on the pt, the device was fired to advance the clip. The clip formed properly but after firing, the jaws did not re-open. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/09/2009. Advancer bypass. Evaluation summary: the analysis results found that the device was returned with the trigger partially cycled and the jaws closed; the trigger was manually assisted to re-open and the jaws released two pear shaped clips. On the next firing sequence, it fed 4 conforming clips and then an advancer bypass issue was noted, the jaws remained closed, and had to be manually assisted to re-open releasing one pear shaped clip. On the next firing sequence, a clip was properly formed and then another advancer bypass issue was noted, the jaws remained closed and had to be manually assisted to re-open and releasing two pear shaped clips. The subsequent firing sequence fed four conforming clips and on the next firing sequence, another advancer bypass issue was noted and the jaws remained closed, the trigger had to be manually assited to re-open the jaws releasing one pear shaped clip. Additionally, the orange indicator did not show up completely upon activation of the lockout mechanism. It could not be determined what may have caused the advancer bypass issue. The cause of the indicator failure is the feed error that causes the indicator to over-travel the intended point. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.